Manufacturer narrative:
Eval in progress, but not yet concluded.

Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported the monitor did not function as expected. The monitor exhibited communication problems with the interface module. No other details regarding the nature of the event were provided. There were no reported adverse consequences to a patient as a result of this event.